Manufacturer narrative:
Corrected data: b5 (the information provided was inadvertently omitted from the initial report), d10 (inadvertently omitted from the initial report), e2/e3 (inadvertently omitted from the initial report), and g2 (¿health professional¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was not prolonged and/or the patient¿s anesthesia or sedation was not extended but the procedure was delayed due to switching scopes. The procedure was completed with a similar scope.

Manufacturer narrative:
During troubleshooting, the customer was advised to power the video system center off, disconnect the scope, clean the scope connectors with an alcohol prep pad and allow connector to dry before reconnecting and powering on again. The customer reported these actions were performed but the error occurred again (b30). The device was returned for evaluation. During testing, the reported scope communication error occurred (b30) but no unsupported scope error (e315) occurred. After the device was disassembled, aerated and reassembled, the device relayed an image with no errors shown. Functional testing also showed the device did not meet specifications for electrical insulation; the insertion tube insulation was damaged. Visual examination of the device showed the insertion tube was dented; the light guide tube was buckled and dented; and the pins on the scope connector were dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was being prepared for a procedure when the device showed a scope communication error (b30) and then an unsupported scope error (e315). The customer reported there was no image and nothing but static on the monitor. No adverse effects to patient reported.